Event description:
Caller states the patient tested 4.6 inr on the coaguchek system and 1.3 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however caller declined returning system for evaluation.